Event description:
A consumer reported the patient had liquid and inflammation at the implantable neurostimulator (ins) location after implant. The patient was in ¿the injection anti-inflammatory¿ currently and they were slowly recovering. The patient also had symptoms of their voice being light, they could not lift their leg up, and they had waist pain. The patient did have a 50 percent or greater reduction in symptoms. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient hoped that the situation would not occur again. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.